Event description:
The device was used during a triple a procedure. Reportedly, the needle bent and then broke. The surgeon used another suture to complete the procedure. The hospital has reported no patient injury occurred.